Event description:
Per the clinic, the patient experienced pain and pressure in the implant area and subsequently was treated with oral antibiotics. In addition, the patient experienced significant decline in auditory function, leading the recipient to no longer able to use the device effectively. The implanted device remains.